Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pelvic pain female') and genital haemorrhage ('heavy abnormal bleedin') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia); migration of essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain female') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included pain chest since 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleedin"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted as essure removal date: (B)(6) 2005. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New event added: plaintiff did not undergo confirmation test. Previously added event pelvic pain and abdominal pain were updated to recovered/resolved. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('pelvic pain female') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included pain chest since 2005. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleedin"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted as essure removal date: (B)(6) 2005 and (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.